Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging dizziness, headache, asthma (new or worsening), lung disease and heart attack. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging dizziness, headache, asthma (new or worsening), lung disease and heart attack. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection, the manufacturer observed, a dust like contaminate on the flip lid, outlet swivel, flip lid latch, bottom cover, water tank, dry box seal, dry box, flip lid seal, bottom assembly, and the heater plate. Evidence of liquid spots with potential mineral deposits on the water tank. Potential biocontamination on the flip lid and flip lid seal. Hairlike fibers on the water tank, dry box seal, and the flip lid. Potential no clean flux on the sd card slot on the pca (printed circuit assembly). A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, accessory module and sd cover flip doors, pca, blower motor, and the blower box. Evidence of liquid spots with potential mineral deposits on the blower motor and the blower box. A keratin-like substance was observed on the blower box outlet addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.